Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 600 mg/dl at time of event. Customer current blood glucose value was unknown. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at time of event. No further patient complications were reported. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.